Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The imaging provided shows the inferior anchor of the inferior spacer had back out. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a coalition mis anchor has migrated post operatively. This event occurred in switzerland.

Event description:
It was reported that a coalition mis anchor has migrated post operatively. This event occurred in switzerland.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device was not available for evaluation as it remains in the patient. The imaging provided shows the inferior anchor of the inferior spacer had back out. No determinations could be made as to the cause of the reported issue.